Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter. Reportedly, the customer was able to charge the pump with an alternate adapter. Customer¿s blood glucose value ranged from 100 to 180 mg/dl.